Manufacturer narrative:
A ge service representative performed an on site investigation. The connections were cleaned on the video card. The system was then found to be operating as intended.

Event description:
The customer reported the system failed to produce an image. No report of pt injury.